Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that guidewire break occurred. A renegade hi-flo fathom system was selected for use. Upon opening the packaging, it was noted that the guidewire was broken. There were no patient complications as a result of this event.